Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore underneath the left breast. The patient's home health nurse put a bandage on the sore. No report that it was open or weeping. During a follow-up, it was reported that the patient's irritation got worse and the device was digging into the sire and was hurting the patient. During another follow-up, it was reported that the patient's irritation improved after removing the device.